Event description:
During service, a company representative reported a fail code 812:02. Information was not available as to whether there has been a patient incident report since the last service event.